Event description:
Per the clinic, the patient has experienced recurrent infections at the abutment site and has been treated with multiple courses of oral antibiotics and silver nitrate. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.